Event description:
Reporter indicated that vns patient was experiencing an increase in seizure activity above pre-vns baseline frequency. The patint was reportedly referred to an epilepsy center for ketogenic diet, at which time examining physician noted that the patient did not seem to be benefiting from the vns therapy, but felt as though the therapy had not been optimized. Investigation to date has been unable to determine whether the reported increase in seizures activity is related to the vns therapy system.